Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was a loss of therapy, no therapy, and no stimulation sensation. It was noted that this occurred one month post revision of implantable neurostimulator (ins) which had reached normal end of service (eos), which occurred on (B)(6) 2014, but the patient did not want to see a managing physician at that time. Troubleshooting/interventions already performed included testing impedances. It was noted that the implant was on and the impedance reading were as follows: 2x4 surgical paddle lead. 0,1= >39,000 0,2= > 27,000 0,3= > 40,000 1,2 = > 40,000 1,3 = > 40,000 2,3 = > 40,000 8,9= > 17,000 8,10= > 18,000 8,11 = > 40,000 9,10 = 1310 - received stim on right leg but needs on left leg. 9,11 = > 40,000 10,11 = > 40,000 it was noted that the impedance readings suggested there were open circuits. It was also noted that revision was likely due to the age of the lead and the abnormal impedances with no therapy benefit. Additional information received from the rep reported the loss of therapy issue had not been resolved. Actions/interventions taken to resolve the loss of therapy included programming that was attempted using the 2 available contacts, but unfortunately the stimulation was on the opposite leg from where the patient's pain was. The impedance issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.